Event description:
The manufacturer received information alleging the screen of the device sometimes turns completely dark. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the reported issue was duplicated. The device's display was replaced to address the issue.